Event description:
Customer reported the unit will not send the signal to the nurse call station. They have replaced the call cable on the unit. Customer reported there are no cracks on the case. There was no pt incident or injury reported.

Manufacturer narrative:
Results: the reported issue for unit will not sound the signal of the nurse call station was not confirmed. However the nurse call light turns off intermittently when the nurse call cable is wiggled. Used a working nurse call cable and nurse call text fixture. The unit passes all other functional tests performed. The alarm case exhibits damage near the power switch. Note: the instructions for use has a warning statement: always check to ensure staff can hear alarm at the furthest possible distance before leaving pt unattended. When connecting the alarm to the nurse call system, check that the nurse call cable is secured. (B)(4).